Event description:
It was reported that an enterra device was explanted due to a pocket infection. The product is being returned for analysis, and further information has been requested.

Manufacturer narrative:
(B)(4).